Event description:
Customer reported an inform system blood glucose result of 120 mg/dl, lab result of 56 mg/dl within 10 minutes. Customer reported patient given orange juice based on symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.